Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The insulin pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and missing reservoir tube o-ring.

Event description:
It was reported that the o- ring has come off from the insulin pump. Customer's blood glucose was unknown at the time of the incident. Customer was advised the insulin pump will be replaced. The customer will return the product for analysis.